Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins never helped with their bladder control. They also mentioned thinking about getting the device removed, but they are also considering getting a device for bowel control because they have bowel issues (not related to device/therapy). As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss removal/replacement and their symptoms. Seven days later, patient emailed in saying they can't turn their ins off for an MRI. Later on that day, they called in saying they were considering device removal because stimulation is uncomfortable and they feel stimulation even though it is off. They are also considering removing the device so they can have an MRI. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 0.1v on program 1. They have the ability to change programs and/or adjust stimulation so stimulation was decreased to 0.0v and turned off. The patient noted that they still feel stimulation with it off and described it as static in their pelvic floor. As a result of what was reported, it was reviewed that the call c enter will reach out to the manufacture representative (rep) field in their area to get in touch with their hcp and follow up with the patient as needed. A rep noted that the patient was feeling stimulation vaginally, but believed they weren't getting efficacy. Additional information received from the patient who noted they can't turn their ins off because the pp can't communicate to their ins; they are requesting assistance from the manufacturing company. No further patient complications have been reported as a result of this event.